Manufacturer narrative:
Philips service provided a hard disk spare part; intermittent issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent image disk failure; disk full message on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.